Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had not turned on (remote support services was offline). The customer stated that this malfunction caused the user to dispense medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not turned on (remote support services was offline). A field service engineer (fse) replaced the t-board in auxiliary drawer 1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.